Event description:
It was reported to MFR, that a customer had a problem with a PICC catheter. The customer stated, that the catheter was noticed by the bedside rn to be leaking 1-2 cm distal from the stabilizing wing on the event date. No further information was provided, as to how long the device had been in use. Minimal bleeding reported due to discontinuation of the line, immediate removal of catheter, no patient ill-effects. Another device was used without further complications. Unfortunately, there is no sample being returned for this report.

Manufacturer narrative:
Per the customer, a sample will not be returned for evaluation. An investigation is currently underway, upon completion the results will forwarded.